Event description:
Patient care specialist contacted dexcom technical support on (B)(6) 2015 to report on behalf of the patient a potential transmitter issue on (B)(6) 2015. The patient care specialist did not report any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).